Event description:
The consumer alleges she saw smoke coming from the battery charger. The dealer picked up the unit and cannot duplicate the alleged incident. The light on the unit is not coming on. No injury is alleged.

Manufacturer narrative:
The distributor alleges the consumer saw smoke coming from the wheel chair battery charger. The smoke issue could not be reproduced upon receipt of the battery charger by distributor. A light on the battery charger was found to be non-functional by the distributor. Maintenance history is unknown. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.